Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower multiple devices went offline during 1.8 upgrade, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the multiple devices went offline due to software issue. A field service engineer connected remotely to assist the client in updating the network information on the pyxinet following an unsuccessful upgrade attempt from version 152 to 180. Subsequently, service was restored. The system functioned as intended after the field service engineer serviced the device.